Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the lead safety switch feature switched this left ventricular (lv) lead to unipolar configuration due to impedances greater than 2000 ohms. No adverse patient effects were reported.